Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient fell, plate had to be replaced.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a fracture involving a d/m 12 in ss broad comp plate was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis indicated no material or manufacturing defects were observed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿an ununited periprosthetic fracture with a persistent amount of motion and a stress concentration at the fracture site, which was the proximal end of the prosthetic stem, with a well-fixed proximal and distal plate resulted in the inevitable fatigue fracture through the screw hole at the femoral fracture site.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that an ununited periprosthetic fracture with a persistent amount of motion and a stress concentration at the fracture site, which was the proximal end of the prosthetic stem, with a well-fixed proximal and distal plate resulted in the inevitable fatigue fracture through the screw hole at the femoral fracture site.

Event description:
Update as per duplicate pi: my mother (B)(6) had surgery to repair a broken femur with bone grafts and the installation of this steel plate on (B)(6) 2013. The steel failed and the plate had to be replaced with surgery on (B)(6) 2013. The steel crystalized causing her to fall when it broke.